Event description:
It was reported that a 14 yr old chronic renal disease pt was admitted to the hosp to have his central venous line revised. He had a medcomp 12.5 french catheter that had been pulled out. The pediatric surgeon noted that the catheter had broken at the area where the cross bars that suture holes secured to the skin attaches to the catheter and by doing this it allowed the catheter to pull out three inches. The pt had the catheter replaced in surgery.